Event description:
During initial tray assessment and inspection prior to medical device reprocessing, medical device reprocessing staff noticed that several instrument trays within the attune knee system family of instrument trays contained grey coloured inner tray liners which contain enough space on each end between the main outer shell and the grey inner tray liner for debris or material to get down in between, with the potential for said debris or material to remain down in between the grey inner liner and the outer tray shell and not be able to be washed and properly cleaned. Although it was subsequently determined that the grey inner liner of these complained trays can in fact be removed, thus facilitating proper cleaning, the removal of the inner grey liner is only possible with the use of an external tool. Upon inspection, beneath the grey tray liners once removed, an article (a biological indicator from another facility), was discovered. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.